Event description:
A pt reported experiencing inaccurate high results with a ss enhanced meter. The pt'b blood glucose was 457, 304, 459 mg/dl within 10 mins, with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.